Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a right transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra valve, during inflation of the balloon with nominal volume +4cc, the commander delivery system balloon burst and the additional cc was not added. The burst balloon became stuck in the distal part of the esheath+, and the catheter with the burst balloon and the esheath were retrieved together in a single attempt. The procedure was completed, and no issues were observed at the femoral artery, with a good patient outcome. The root cause of the event was thought to be due to a defective catheter.